Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the balloon burst on cholangiogram catheter from pci kit. Two different catheters were used and they each burst. There was no consequence to the pt.